Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the right iui connector is not working when another pump module was attached. The left iui connector is working without issues. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the right iui connector is not working when another pump module was attached. The left iui connector is working without issues. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had male iui connects when by itself, but when another pump is connected it did not connect. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b22 annex c: c20 annex d: d16 additional information: annex b: b01 annex c: c0201 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of *** was *not* confirmed. On 12-jul-2024, lvp was received unboxed and with paperwork. Visual inspection has confirmed the stated issue. Investigation reveal connector j1 pin 11 ID enable has cold solder joint. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace failed lvp motor controller board. Failure investigation report uploaded to qn in sap. After motor controller board was replaced in service, unit still failed, logic board will need to be replaced in service. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the right iui connector is not working when another pump module was attached. The left iui connector is working without issues. There was no patient involvement.